Manufacturer narrative:
Date of event: exact date unknown, event occurred the day the device was explanted.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the reason for ipg replacement was due to difficulty charging the ipg. The patient was doing well post-operatively. The explanted ipg was not returned due to hospital policy.